Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2022, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 31-aug-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative (rep) regarding an implanted infusion pump. The pump was used to deliver lioresal (baclofen) 500mcg/ml at 100mcg/day. It was reported that the patient was experiencing a return of spasticity symptoms. The patient was slowly weaned off baclofen and a new catheter was placed. The doctor went into surgery and disconnected the old catheter and got flow, but decided to place a new 8780 and tied off original 8780 and left in the patient. The new catheter was placed and the symptoms went away. There were no known environmental, external, or patient factors that may have led or contributed to the issue. At the time of this report, the issue was resolved and the patient status was "alive-no injury". The patient's weight and medical history were asked but were unknown.